Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the insulin pump experienced multiple alarms. Customer's blood glucose reading ranged between 90-210 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.